Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4. A triclip steerable guide catheter (tsgc) was inserted. However, after inserting a triclip clip delivery system (tcds), air was observed in the hemostatic valve. Troubleshooting and aspiration was performed. The tcds was removed from the tsgc. However, while removing the tcds from the tsgc, it was observed that the clip was damaged. The tcds was removed and replaced. One clip was then inserted and deployed, reducing tr to trace. It was noted that the patient was stable the entire time. There were no adverse patient effects and no clinically significant delay in the procedure subsequent to the previously filed report, additional information was received: it was clarified that the clip damage referred to the clip arms. The clip arms were damaged when attempting to reinsert it into the introducer.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and without the device to analyze, a cause for the reported leak/splash cannot be determined. The reported material split, cut or torn associated with clip damage appears to be related to user technique/procedural conditions and when reinserting the clip into the ci. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4. A triclip steerable guide catheter (tsgc) was inserted. However, after inserting a triclip clip delivery system (tcds), air was observed in the hemostatic valve. Troubleshooting and aspiration was performed. The tcds was removed from the tsgc. However, while removing the tcds from the tsgc, it was observed that the clip was damaged. The tcds was removed and replaced. One clip was then inserted and deployed, reducing tr to trace. It was noted that the patient was stable the entire time. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.